Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device reference in this report (including x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that dr (B)(6) said the pt was complaining of knee being unstable. Dr (B)(6) opened the pt and checked for stability, he popped out the existing poly and stated he wanted a thicker poly insert. We provided dr (B)(6) with a thicker poly insert that he implanted. Pt was closed.